Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product anomaly and a new rv lead was placed. This lead remains implanted and will not be returned. No additional adverse patient effects were reported.